Event description:
Attempted to implant a three piece lens but it tore in the cartridge prior to being inserted. There was no pt contact or injury. The surgical technician stated it was unk as to why the lens tore. An qa cartridge was used but the surgical technician was unable to provided the lot number nor the model and lot number of the injector.